Event description:
It was reported that during a lap cholecystectomy procedure, the hand activation buttons only worked intermittently in testing before use on pt. Tried to use the shear with the foot pedal and it worked fine. Also tried the shear with the test tip and foot pedal and it worked fine. Not used on pt. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.